Event description:
Same case as MFR ID # 2134265-2012-05032, 2134265-2012-05033. It was reported that during a percutaneous transluminal angioplasty, removal difficulties and coating damage occurred. The calcified target lesion was located below the knee. The physician advanced the v-14 control wire and the wire was stuck in the calcified lesion. Upon, removal the polymer coating was damaged. This same event occurred three times with three v-14 control wires, the coating detached from the wire from two of the three devices. No attempt was made to remove the detached coatings from the patient. No additional patient complications were reported and the patient's status is stable.

Event description:
Same case as MFR ID # 2134265-2012-05032, 2134265-2012-05033. It was reported that during a percutaneous transluminal angioplasty, removal difficulties and coating damage occurred. The calcified target lesion was located below the knee. The physician advanced the v-14 control wire and the wire was stuck in the calcified lesion. Upon, removal the polymer coating was damaged. This same event occurred three times with three v-14 control wires, the coating detached from the wire from two of the three devices. No attempt was made to remove the detached coatings from the patient. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the device presents the polymer sleeve section peeled at 299.6cm from proximal end. Approx. 0.5cm damaged. There is no evidence of wire fracture. Device appears to have been pulled/pushed against resistance. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).